Event description:
It was reported that on (B)(6) 2024 , the poly inlay in tibial nail came out of distal part of nail after they back slapped the nail out to reinsert it. There was no back up so surgeon used it and carried on with the surgery. There were no fragments generated. The procedure was completed successfully without delay. This report involves one (1) tibial nail-advanced / 11mm 315mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 04.043.325s, lot number: 625p433. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14-feb-2022, manufacturing site:jabil bettlach, expiry date:01-feb-2032. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.